Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The patient uses insulet omnipod5 in hybrid closed loop. The patient was asymptomatic when the cgm alerted and was reading 300 mg/dl and the blood glucose was not checked. Eventually, the patient became diaphoretic and the cgm display device showed no readings", "sensor error" or "brief sensor issue. The passed out. The patient's boss called an ambulance and she woke in the ER. There, she was treated overnight with IV fluid. The patient was okay during the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.